Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown, omnipod software app version: 3.1.1, smartphone operating system: n5004l-am-q-mv01602-06-01.06, smartphone hardware: n5004l, cgm sensor type: g7. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient went to the emergency room with hypoglycemia. The patient's blood glucose levels reached 40mg/dl while wearing the pod longer than 48 hours. Symptoms reported include feeling shaky, blurry vision, and dizziness. The patient was treated with IV fluids and 50 grams of oral glucose. The patient was released a few hours later. The pod was worn when seeking medical attention.